Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion (tlif) at l4-l5 to treat lscs. It was reported that a post-operative infection was confirmed. A removal surgery was performed two months post op and all implants but the cage were removed. Bone fusion was not completed. Post- operative images showed that the cage fell from the intervertebral anteriorly, but the procedure was completed. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.